Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 85.8 cm. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported events of noise and high pacing impedance were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implant procedure. During procedure, the left ventricular lead exhibited noise and high, out-of-range, pacing impedance. The physician exchanged the lead during procedure on (B)(6) 2020. The patient experienced no adverse consequences.